Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -05.00/+0.5/074 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to surgeon implanted the lens for the right eye (od) into the left eye (os). The lens was replaced with another same model/length but different power lens and the problem was resolved. The cause of the event was due to user error; the device did not fail to perform as intended. .